Event description:
It was reported that the patient received an inappropriate shock due to noise being oversensed which was consistent with electro-magnetic interference. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one episode of ventricular fibrillation at 120 ms average v-cycle occurred on 21-may-2011 23:09:11.